Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. Upon review, it was noted that the patient's pacemaker was not displaying data in the directtrends report. A full device download was done and no further intervention was done. The patient was stable before and after the event.

Event description:
New information noted on (B)(6) 2017 stated that a full device download and pli test was done to establish a sync time for the pacemaker. A merlin transmission on (B)(6) 2017 successfully showed data in the direct trends report meaning the issue was resolved. The patient was stable and would continue to be monitored.